Event description:
During operative procedure, threaded guidewire from synthes (catalog #292-62) - 1.25 broke off in the pt. Physician did not remove this. Operative procedure repair syndesmotic rupture right ankle.